Event description:
The customer reported that the avalon fm30 fetal monitor had a speaker malfunction. There was no sound coming from the speaker and there was a speaker inop message displayed. The device was not in use on a patient at the time of event, there was no patient involvement.

Manufacturer narrative:
A follow-up report will be submitted upon completion of the investigation.

Manufacturer narrative:
A return material authorization/bench form has been provided to the customer for the return of the product. The customer did not return any product for evaluation. Therefore, the reported problem could not be confirmed. H3 other text : see h10.

Event description:
The customer reported that the avalon fm30 fetal monitor had a speaker malfunction. There was no sound coming from the speaker and there was a speaker inop message displayed. The device was not in use on a patient at the time of the event, there was no adverse event reported. A return material authorization/bench form had been provided to the customer for the return of the product. The customer did not return any product for evaluation at the time. The customer proceeded to open a new case 0120185197 (pr 2370791 ) to pursue the evaluation and repair of the avalon fm30 sn de53115598. The details contained in case 0120185197 (pr 2370791) will be used to document the resolution and conclusion of the reported no sound issue originally reported in this pr 1875942. A new repair quote had been issued and accepted by the customer. The customer returned the avalon fm30 to a philips healthcare repair facility. It was received on 08/15/2022. The bench technician (bt) evaluated the device and the reported issue of a speaker malfunction error, no sound output from the unit was confirmed. During the evaluation a top cover was found to be cracked on the left side. This cracked cover issue will be investigated in case 0120185197 (pr 2370791). All other parameters tested fine. The avalon fm30 did not behave as expected by the customer. After evaluation at the bench, the bt swapped out the speaker which did not resolve the issue. The mainboard was then swapped out and after reloading the customer configuration it was confirmed the sound issue was resolved. Part number 451261024961 av fm20-50 main board vers. 1 was replaced. The bt also replaced the top cover as there was a crack found on the left side. This issue will be addressed in case 0120185197 pr 2370791. A performance verification and safety check was performed. The device passed all tests. The device was returned to the customer and remains in use at the customer site.